Event description:
The customer reported the ventilator failed pre-operational self testing due to a crossover circuit fault. The ventilator was not in use on a patient therefore there was no patient involvement. The manufacturers service technician confirmed the reported problem. The service technician replaced the crossover solenoid to address the reported problem. Applicable final testing was completed and passed to operating specifications. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation.